Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that he is experiencing low blood glucose levels. Customer reported blood glucose levels of 44 mg/dl. Customer reported damage to the insulin pump. Replacement product is being sent. Pump not being returned.